Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure on (B)(6) 2025. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025 the complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 system (#fx431-t) was implanted during a procedure in 2023. According to the complainant, the valve caused an underdrainage and was not able to change the pressure setting. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
All product data were changed (section d) investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling, organic deposits were found in progav 2.0. Result : based on our investigation results, we can determine adjustment difficulties of the valve. The determined organic deposits can be named as the cause for the adjustment difficulties. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy.